Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b3; b5; b6; d1; d2a; d2b; d4; d6a; g4; h4; h6. The event of seroma - late onset is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Patient reported right side rupture, liquids, textured device, recall, swelling, and pain. Patient additionally reported possible cancer not related to the device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Un-reporting seroma-late.

Event description:
Device has been explanted and discarded. Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported textured devices, rupture, and possible cancer. The event of cancer is not related to the device. Patient later reported ¿the swelling progresses every day and it is painful." This record is for right side. Device remains implanted.